Manufacturer narrative:
Evaluation summary: the reporter did not provide any further information regarding this event. Due to the insufficient information provided, the complaint cannot be verified and a root cause cannot be identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a patient with residual astigmatism following an intraocular lens (iol) implant procedure. The surgeon calculated the iol using the online calculator. The patient had a laser refractive procedure postoperatively to resolve the astigmatism. Additional information has been requested.